Event description:
While filling an on q pump, prior to reaching the maximum volume, the pump "popped," and the outer seal developed two holes. We did not dispense the pump to a patient. Never reached a patient. Failed during admixture.